Event description:
A home patient contacted baxter's technical service center for assistance regarding a system error 2240 alarm received during dwell 2 of their automated peritoneal dialysis therapy. The home patient disconnected the patient line of the homechoice set from their transfer set during therapy. Baxter's technical service center assisted the home patient in ending therapy early. The home patient may have reconnected to the setup. No patient injury or medical intervention was associated with this incident, per the home patient's primary care nurse.